Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m162489 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m162489, test base part number 190-430 / lot: m162489. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162489 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-03460.

Event description:
The customer reported two (2) unconfirmed false positive results performed on multiple dates. This MFR. Report addresses one (1) unconfirmed false positive result on (B)(6) 2021. This is report one (1) of two (2). The customer reported an unconfirmed false positive result on a directly tested nasopharyngeal nipro sponge swab with the ID now covid-19 assay performed on (B)(6) 2021. Pcr testing was not performed. Per the customer, the patient was symptomatic with a fever. Additionally, there was no patient harm due to the results.